Event description:
Caller reported a malfunction on the pump, specifically a software error. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with instructions to reset the pump, and the issue was resolved as the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support if any further malfunction occurs.